Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements greater than 125 ohms. An invasive procedure was performed to revise the lead. When the pocket was opened, the proximal terminal pin of the lead came out of the device header. The lead was reconnected to the device and varying shock impedance measurements were observed. However, measurements were acceptable. Technical services discussed an outside signal could affect the readings. A 21 joule shock was delivered which yielded a shock impedance of 39 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this system remains implanted. Should additional information become available this report will be updated.